Manufacturer narrative:
The manufacturer investigation results are as follows. The investigation has shown that the welding seam between the handle and the inner shaft is broken; therefore the handle has come loose. In addition there are some nicks and dents visible on the stroke cap; the handle itself is in good condition. The review of the production history revealed that this instrument was manufactured in april 2013 according to the specifications; no abnormalities or deviations were documented. The preliminary root cause is assessed as a design issue of the welding of the impactor - the strength of the laser welding is insufficient to sustain hammering forces from insertion and extraction of blades. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: date of event is unknown. Device is an instrument and is not implanted / explanted. Device is expected to be returned for manufacturer review/investigation, but has not been received yet. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Device history records review was completed for part # 03.010.410, lot # 8346409. Manufacturing location: (B)(4), manufacturing date: april 11, 2013. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follow: it was reported that the welding seam of an impactor for proximal femoral nail antirotation (pfna) broke at the proximal end intraoperative. As a result, the handle has loosened from the shaft. No prolongation of surgery or patient outcome was reported. It is unknown if the fragments were generated. This report is for one (1) impactor for pnfa blade. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.